Manufacturer narrative:
(B)(4). Batch # n92j87. The analysis results found that the 5dcs device was returned outside its package. In addition, only the tyvek was returned for analysis. In addition, photos of the device and packaging were received for analysis. The photos show the tip of the scissors protruding from the red cap (perforated the red cap) and the packaging was damaged due to the protruding scissors¿ tip. Refer to physical analysis for details on investigation. Upon visual inspection of the packaging, it was observed that the tyvek from the packaging was damaged; it was noted to have two holes in the tyvek, the holes was noted to be from the inside out, on the area of the blades. In addition, the blades break through the red cap. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/20/2017. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the staff informed me that we have had an issue with one of the curved scissors (5dcs). The staff did not realize until they had taken it out to use, it had pierced plastic red cover and the external packaging. I have picked the 5dcs up and can see that the top of the scissor is protruding through the tip of the red plastic protective cap and this has punctured the outer packaging. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.